Event description:
It was reported that a patient using an ilet bionic pancreas experienced low glucose readings on a continuous glucose monitor after starting pump therapy, with the cause of the hypoglycemia unclear. Symptoms included hypoglycemia with a blood glucose level of 54 mg/dl. Outcomes included the patient self-treating with oral glucose in the form of juice. Investigation included user troubleshooting and education provided by support. Investigation of this case revealed no device malfunction identified based on available information. It was concluded that the event was related to hypoglycemia of unclear cause with resolution through oral carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.